Event description:
A report was received that the patient underwent a scs removal due to pain felt at the pocket site.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.